Event description:
The customer's mother stated that the customer was hospitalized for low blood glucose levels. The mother stated that the customer woke up shaking and sweating that morning and she was unable to check his blood glucose levels due to the shaking. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.